Event description:
It was reported, the videoscope had picture interference. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, as the device did not return. However, the root cause of the reported event could not conclusively be specified. User can detect the suggested event by handling the device in accordance with the following IFU: inspection of the endoscopic image. If additional information becomes available, this report will be supplemented accordingly. Olympus will continue to monitor field performance for this device.